Manufacturer narrative:
These complaints were initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns for all of the 142 complaints summarized in this report. The test strip samples received for these complaints all failed testing with the reported issue being confirmed. The investigation into the cause attributed the test strips not filling to a defective hydrophilic portion of engineered top tape (ett) on the test strips. Additionally, a secondary issue was observed during evaluation of returned test strips for 1 of the 142 complaints received; when the test strips were tested with control solution, an error 5 message was displayed with no assignable cause found. This report is processed under exemption number e2005018.

Event description:
This report summarizes 142 malfunction events. A review of the events indicated that the ot select test strips experienced sample not drawn in. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 55 were male, 83 female & 4 were unknown.